Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 69mg/dl on the contour next link, but was feeling nervous, shaky and confused. She ate 4 peppermint candies and the symptoms got worse. She then drank half a (B)(6). She was in the mall at the time, and the rescue squad was requested. By the time they arrived the customer was feeling better. The rescue team tested the customer's blood glucose and the reading was 79mg/dl. Another test was performed on the contour next link and the reading was 136mg/dl. There was no further treatment. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The strips were not expected to be returned for evaluation. A new meter was sent to her.